Event description:
As reported on the medwatch form #(B)(4). A female pediatric patient was admitted for treatment of an infection and was receiving an IV of d5.3ns (dextrose and normal saline) at 20 ml per hour and an IV of clindamycin every eight hours by piggy back. A new IV was inserted in the pt's left hand. The nurses had been experiencing difficulty with a new IV angiocatheter that was introduced one month prior. They reported that the tip of the angiocatheter seems dull and it takes extra force to pierce the pt's skin, risking puncture of the back of the pt's vein upon insertion. Also, the angiocatheters, have a safety mechanism that does not allow the nurses to visualize blood flashback in the chamber when the tip of the angiocatheter first enters the vein wall. Therefore, the nurses continue to advance the catheter, which punctures the back wall of the vein. Experienced nurses who typically insert IV's successfully on the first attempt were having to make three to four attempts before successful IV insertion. In this case, the IV appeared to be patent. However, the pt was later found to have severe infiltration (3 to 4+ edema from the hand to the shoulder), which required emergency surgical intervention. The child may need plastic surgery and scarring will be likely. Health professional's impression: the b. Braun introcan safety angiocatheter has a duller tip than most angiocatheter products nurses are accustomed to, requiring greater force to pierce the skin, and contributing to the risk of puncturing the back of the vein when entering the vein. Also, the chamber does not allow for visualization of blood flashback so that the nurse is immediately alerted to when the vein has been entered. Without this advantage, the nurse continue to advance the angiocatheter and punctures the back of the vein. It is suspected the vein wall was punctured in the back, leading to a severe infiltration injury in this case. Add'l info provided by the risk mgr indicated the IV was started without incident at approx 12p.m. The infiltration was not noticed until about 8:30 a.m. It was reported the pt will have permanent scarring on her wrist and hand, and does not have full range of motion in one of her fingers. The infant is on round the clock medication for pain and comes in the facility as an out patient for physical therapy. The sample was discarded and will not be returned for eval. The lot number and the item number are unk and the facility has no current inventory. No further f/u info was made available from the risk mgr. It was reported by the sales rep that the facility recently converted to this product and the facility was in-serviced on how to use the product prior to the reported incident.

Manufacturer narrative:
The sample was discarded and was not made available for eval and a catalog number and a lot number were not reported. Without the sample or a catalog or lot number, a thorough investigation could not be performed. No specific conclusions can be drawn. It is to be noted the needle hub, which contains the flashback chamber, is made of transparent plastic to allow for clear visualization of blood flashback upon successful needle puncture into the vein. The perception of a duller needle tip for the b braun catheter compared to other intravenous catheters may be due to the difference in the needle insertion angle required during application. The actual MFR establishes requirements for needle penetration force. Only units that conform to specification are released for distribution. Add'l info provided by the facility indicated the IV was started at approx 12pm without incident and the infiltration was not noted until 8:30am. The facility also reported the product was new to them and introduced approx one month ago. The facility was in-serviced on the use of the product prior to the reported incident. The facility was offered add'l training for their users, but has declined at this time. All available info has been forwarded to the actual MFR for eval.